Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown) with the device in semi-automatic mode. The EKG jumped so large that the displayed image went off the screen, and it was unreadable for 3-5 minutes. The only thing the medics were able to observe on the screen was the baseline EKG. In addition, when they pressed the print or summary button the screen would pulse bright and then it would dim with the heart rythm of the pt. When the printing stopped the device went back to normal operation. There was no adverse effect on the pt.